Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter was reading inaccurately high when compared to an emergency room (ER) meter. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 8:15 am, the patient reporting having symptoms of "seizures". It is unclear if the patient attributes these symptoms to high or low blood glucose. On (B)(6) 2012 at 8:30 am, the patient reported obtaining a "high" reading on her lfs meter when compared to an ER meter reading of "123 mg/dl", taken within 30 minutes of each other. Based on statistical methodology, the calculated difference between the readings exceeds the expected value of <=30%. The patient reported using insulin pump therapy to manage her diabetes. The patient reported making no changes to her diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2012 at 8:45 am, she was given glucagon from a non-healthcare professional third party. It is unknown if the patient's symptoms were intermittent, ongoing or worsened. At the time of troubleshooting, the cca noted that the patient was using an approved sample site to obtain the samples. However a control solution test was not completed due to the patient not having testing supplies available. Based on the information provided, the subject meter did not cause or contribute to an adverse event. The patient reported being symptomatic prior to the start of the alleged issue. Therefore the meter could not have contributed to the injury, and there was no delay in treatment. However, this complaint is being reported because the patient performed a meter vs. Another meter comparison, where the calculated difference between the results meets lfs' criteria for accuracy reporting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.